Event description:
It was reported that the p and r-wave amplitude trends displays as invalid. After adjusting the data the trends were restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned, but clinical data was analyzed. Analysis of the device memory indicated an issue with the p/r wave amplitude missing/invalid. The analyst commented that p and r wave amplitude measurement screen states the data is invalid.